Event description:
The customer reported that the cannula had broken the ball. There is no additional information provided and no conformation of any patient involvement. Covidien is attempting to gather further details surrounding the circumstances of this report.

Manufacturer narrative:
(B)(4). The sample associated to this report is not expected for analysis. Without the actual complaint sample being returned a full investigation cannot be carried out therefore the reported customer issue cannot be confirmed. We are unable to determined the cause for this specific event however, manufacturing controls are in place to detect inflation/deflation defects to reduce the potential for occurrence during the manufacturing process. Information has been added to the database for trending purposes and complaint trends are reviewed monthly to determine if additional action is required.